Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the packaging was not fully sealed. An opticross¿ 6 imaging catheter was selected for use. During unpacking, it was noted that the packaging appeared to be potentially not fully sealed. No patient complications were reported.